Event description:
After 38 months of implantation, this lead was capped off during an explantation procedure of an implantable cardioverter defibrillator that was reported as delivering inappropriate shocks. It was reported that the physician believed there was a lead fracture. Therefore, the lead was capped off and remains implanted. The co is unable to determine whether the implantable cardioverter defibrillator or the lead may have resulted in the inappropriate shocks. Note: the implantable cardioverter involved with this lead has already been reported on an MDR. This implantable cardioverter defibrillator is on the suspect list for oversensing.

Event description:
After 38 months of implantation, this lead was capped off during an explantation procedure of an "ICD" that was reported as delivering inappropriate shocks. It was reported that the physician believed there was a lead fracture. Therefore, the lead was capped off and remains implanted. Co is unable to determine whether the "ICD" or the lead may have resulted in the inappropriate shocks. Note: the ICD involved with this lead has already been reported on an MDR. This "ICD" is on the subject list for over-sensing.